Event description:
On 2025-oct-22 the doctor noted that the l5-s1 was attempted but due to the angle of the patient's device and calcium blocking the foramen, access was unable to be obtained.

Manufacturer narrative:
B5: correcting typo medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that she got the interstim x implant in july and said she is in so much pain and wanted to know how to shut it off additional information was received from the patient. Their doctor had not meet contacted about this. They had only met the doctor on the date of implant (B)(6) 2025. The cause of the pain was determined to be that the battery had massively flipped over and over in the pocket. The entire lead was curled and twisted up and very painful. The physician's assistant (pa) blamed the 20 lb weight loss since surgery as to why the skin was very thin over the battery plus their spinal condition (degenerative disc, scoliosis, arthritis) instead of any doctor accountability. They were having it removed on december 25th. When it was turned on, they had debilitating sunburn sensation non-stop over the new battery that started on (B)(6) 2025 and extreme pain from left to right and vertical of the incision at the spine. Bedrest didn't help. Heating pad didn't help. Strong pain medications barely worked. On (B)(6) 2025-sep-25, x-rays showed the lead and battery failure. They turned it off and the pain relieved within hours. On (B)(6) 2025, they had an MRI. On (B)(6) 2025 the doctor noted that the l5-s1 was attempted but due to the angle of the patient's strong and calcium blocking the foramen, access was unable to be obtained. This had been a nightmare to go through recovery again. It was coming out. The issue was not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2xvwx serial# implanted: (B)(6) 2025. Explanted: 2025-12-25 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 31-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.